Event description:
It was observed that during the device evaluation, there was foreign material on the following parts of the videoscope, control section, grip section, color ring, boot, and the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material that adhered was unknown; therefore, a root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: chapter 9 storage, transporting the endoscope outside the hospital and disposal warning the storage cabinet must be clean to prevent infection control risk. 7.3 bedside cleaning: warning if the endoscope is not immediately precleaned after procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.